Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the customer reported complaint and replaced the iesu. The system was tested and verified as ready for use. Isi has received the iesu involved with this complaint and completed the device evaluation. The reported failure of error c-34 was confirmed and reproduced. The unit was placed on an in-house system and error c-34 appeared when powered up and run in normal mode. The unit will be returned to the other equipment manufacturer (OEM) for repair. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed iesu error c-34 stating hf voltage too low in on state related to the reported complaint. An event verification confirmed the umbilical hernia procedure was performed on the reported event date (B)(6)2022 on system sk1968. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the erbe was faulting and had error stating activation has been interrupted during procedure. The customer was able to proceed with the procedure robotically but the erbe required replacement. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted umbilical hernia surgical procedure, the integrated electrosurgical unit (iesu/erbe) was faulting and had an error stating activation has been interrupted. Prior to calling technical support, the customer tried both monopolar energy ports and two monopolar instrument cords and power cycled the iesu. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and found error c-34 in logs. The procedure was completed with no reported injury. Follow-up has been performed to request additional information related to the event. However, as of the date of this report, no further details have been received.